Event description:
It was reported that the patient with this right atrial (ra) lead presented to the emergency room after a possible syncopal episode. There was ra noise and oversensing observed. Technical services discussed troubleshooting options. It was noted that the patient had atrial flutter. Additional information is being requested from the field. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)